Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported unresponsive touchscreen. The top case assembly was replaced to address the issue. The reported sf34 could not be reproduced. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf34) related to power failure and had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported unresponsive touchscreen was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf34) related to power failure and had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.